Manufacturer narrative:
Insulin pump had a cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker. Insulin pump was received with esc and act buttons unresponsive due to corroded keypad traces.

Event description:
The customer reported via phone call that the insulin pump's battery compartment was missing. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.